Event description:
The complainant reported that after three days of successful support by an impella 2.5 device, purge pressure complications were identified by impella controller alarms which the user did not resolve. The manufacturer recommended removal and 3 to 4 hours later, the physician decided to discontinue impella support and removed the pump from the patient. While withdrawing the catheter, the physician reported that the pump head became "caught" at the bifurcation of the femoral and iliac arteries. When the device was retracted from the groin, the distal tip of the catheter remained at the site of impediment while the patient catheter exited the body. A surgical cutdown was then performed in order to preserve the patient's vasculature while successfully removing the tip of the device. No other intervention or treatment was required. No other injury or adverse effects were involved during or as a result of this incident. The physician reported that he was otherwise very pleased with the performance of the device and impressed by its overall therapeutic effectiveness in the patient. He felt the device saved the patient's life by reversing the heart failure from acute to chronic.

Manufacturer narrative:
Device evaluation anticipated but not yet begun, device returned from foreign site for evaluation. The device was returned to the manufacturer from a foreign site and a failure investigation is currently in progress; therefore, a root cause for the reported event is not yet available. Results of failure investigation and any other pertinent information obtained will be provided in a supplemental medwatch report.